Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The pin came out of the connector and caused a disconnection of the patient line in dwell 2 of 3. There was no fluid in the cycler or on the cassette. Fluid leaked into the patient's bed. In a follow up, the patient said there was no adverse event, intervention or harm due to the leak. Additional information was requested, but the patient declined. The cycler set is not available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The pin came out of the connector and caused a disconnection of the patient line in dwell 2 of 3. There was no fluid in the cycler or on the cassette. Fluid leaked into the patient's bed. In a follow up, the patient said there was no adverse event, intervention or harm due to the leak. Additional information was requested, but the patient declined. The cycler set is not available to return as a sample product.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The event description describes a use error and does not allege any deficiency or defect related to the manufacture of the liberty cycler set. The complaint sample is not available for manufacturer physical evaluation. The reported incident was caused by the end user. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.